Manufacturer narrative:
On (B)(6), 2021, nakanishi received an email from the distributor stating that the handpiece involved in the adverse event would not be returned to the manufacturer for investigation because the distributor had repaired the device and returned the device to the user.

Manufacturer narrative:
The same adverse event in this report has been reported to the FDA separately by the initial importer, (B)(4), under report number 1422375-2021-00008. Nakanishi is trying to obtain the patient ID, age, weight, ethnicity, and race.

Event description:
On march 3, 2021, nakanishi became aware of a handpiece overheating through a complaint input into the complaint database by a distributor ((B)(4)). Details are as follows: the event occurred on (B)(6) 2021. A dentist was performing a crown preparation for the patient's tooth using a z95l handpiece (serial no. Unknown). The patient was under local anesthesia. During the procedure, the handpiece overheated and burned the patient's cheek and tongue. The injury is reported to have healed normally with no complications or need for further medical treatment. The practice has multiple handpieces and was unable to identify the device serial number involved in the adverse event.